Manufacturer narrative:
(B)(4). A third party field service representative evaluated and inspected the unit. He found failed leak test due to dirty flow valve - clean flow valve and retest, passes leak test. Also, the internal battery does not last 40 minutes - internal battery was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that their ltv 1150 ventilator failed vent check. At this time, there is no information regarding patient involvement associated with the reported event.